Event description:
Fluouroscopic guidance using right femoral artery percutaneous approach for placement of 6f vascular sheath. A 5f pigtail catheter placed for digital subtraction angiogram of iliac arteries to confirm the position of stenosis. A 5f catheter with 7 mm diameter balloon 4 cm in length placed at site of stenosis. 5000 u heparin given intra-arterially. 16 atmospheres, then 18 atmospheres used for inflation then 20 atmospheres resulted in rupture of balloon. Catheter withdrawn with high resistance as catheter reached sheath. Catheter removed with balloon and distal tip of catheter separated and remained on guidewire and punctured site. Snare catheter used to remove fragments with difficulty.